Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd-solis vip pump was infusing very slowly during testing. There was no reported patient involvement or patient harm.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint infusing very slow confirmed through occlusion test, replaced camshaft assembly. Upon further investigation, it was found buckled uso seal, aild indented, latch lock assembly fails, replaced uso seal, aild and, latch lock assembly performed dso/uso sensor calibration, unit pass all testing criteria. Review of service history found no service within the last 12 months. Review of event log found no relevant information.